Event description:
Revision surgery - the patient was revised to a reverse shoulder prosthesis in 2007, but the patient recently fell and broke the stem off the prosthesis. The patient was revised to a reverse stem 44+8 glenosphere and 44 standard insert with a neutral shell.